Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after an interventional procedure. The device was deployed successfully, but hemostasis was not achieved. An ultrasound revealed a peritoneal bleed. It was reported that the physician obtained arterial access via the opposite groin and inserted a percutaneous transluminal angioplasty balloon to occlude the arteriotomy and stop the bleeding. The pt was taken to surgery for surgical repair of the artery. The physician believes that the pt is "ok" now. Multiple attempts have been made to obtain add'l info, but no info has been made available.